Manufacturer narrative:
The crep2 reagent lot number was 883573 with an expiration date of 28-feb-2026. The field service engineer (fse) replaced the incubation bath window and the sample probe. The sample probe was adjusted, and instrument performance testing was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatinine plus ver.2 (crep2) on a cobas c 303 analytical unit. Patient 1 initial result was 122 umol/l. The repeat result was 91.2 umol/l. Patient 2 initial result was 105 umol/l. The repeat result was 61.9 umol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer had no further issues after the service visit. The investigation determined the event was due to instrument adjustment issues.